Event description:
Pt reported that while he was reviewing the history on his device it began to administer a 0.5 u bolus. Pt stated he was pressing the s button to review history and did not press the h or m buttons. Pt immediately removed the infusion tubing so he did not receive the bolus. The pt will be switching to his backup device. Customer's blood glucose was not affected, no treatment was required and current condition is fine.